Event description:
It was reported that balloon rupture occurred. A 5.0-2/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a longitudinal tear in the balloon material beginning at the distal balloon bond and extending approximately 11mm proximally across the balloon material. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 5.0-2/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported. It was further reported that the target lesion was located in a mildly tortuous and mildly calcified vessel. The balloon ruptured on the second inflation and no segment of the balloon was detached inside the patient after it ruptured.